Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) was informed by the customer regarding a failed cubie pocket that was no longer seated on the drawer. The fse communicated with the pharmacy and confirmed with the customer that the issue had been resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5south_1_main 4.1_b1 cubie pocket had failed and could not be recovered, requiring maintenance. The pyxis displayed a device not detected on bus error even though no cubie was present in the affected location. The customer confirmed that the ribbon cables were reseated and the machine was power-cycled multiple times without success. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.